Manufacturer narrative:
The reported complaint was risk assessed as medium risk. Historical analysis ofthe drill batch identified that this was the first reported issue for this batch. Review of the device history records confirmed that the product was supplied in conformance with ortho solutions specifications. No anomalies or deviations were noted in the manufacture of this batch of drills which may have contributed to the failure of the drill bit during operation. Thus, the manufacture of the batch is therefore not likely to have been a cause for the drill fracture reported. Visual analysis of the returned drill section did not show any indicative features to point towards a clear root cause for the fracture, and did not undermine the documented conformance to specification as reviewed. Due to the limited clinical information and no available imaging of the retained drill section, the root cause therefore could not be ascertained. Although it was not possible to determine the root cause of failure, the failure rate for the product remains to be low.

Event description:
Reportedly, during a quads repair surgical procedure, the drill bit fractured during use to drill soft bone. The drill tip was retained within the patient, and was unable to be retrieved. No additional complications were reported for the patient at the time of report.